Event description:
The customer contacted baxter's technical service center to report shortness of breath on a homechoice (hc) during use, patient connected during dwell 1. The caregiver (cg) stated that when the home patient (hp) felt short of breath, they stopped the dwell and arrowed down to manual drain and drained out the hp completely. The hc was displaying stopped dwell. The cg had no drain data specifics. The cg was very concerned that they checked the patient line and saw blood in the line coming from hp. The tsr referred the cg to peritoneal dialysis registered nurse for medical advice. Product surveillance made contact with the patient's husband on (B)(6) 2013, regarding the reported incident. The husband reported his wife was bloated, uncomfortable, experienced shortness of breath, and had blood in the line. The husband didn't recall what the patient's largest prescribed fill volume was except her last fill volume is 1,000ml. Per the husband, the hc machine was swapped for a new hc. Prior to the call to baxter's technical service center, the patient performed a manual drain which ranged between 1,000-1,200ml and during dwell 1, the patient experienced the reported symptoms. The husband stated he assisted in performing a manual drain which was approximately 5,000ml. After this drain the patient reported relief. Per the husband, the report of seeing blood in the line resolved after 3 days and stated the nurse indicated this was due to catheter issues. The husband stated there was no medical intervention required for the above events reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv- adult. The cause was determined to be unexpected high uf for therapy compared to other therapies.